Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there has been previously reported events involving this device that resulted in a need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Root cause: est7 set/tail/head, excessive use/abuse. The 1:5 estylus attachment was not temperature tested, however, the attachment failed production testing due to cap and bur and failure and debris within the head. This was the most likely cause for the complaint of heating up.